Event description:
Pt had port placement on (B)(6) 2008 at (B)(6) hospital. Pt seen at this facility to have a procedure for the non-functioning port and removal and replacement of same. The surgeon attempted to remove the port and the entire catheter could not be removed since it appeared to have a chronic break on one (1) end (only 8 cm or so of catheter removed).